Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident and was treated with a manual and stayed on the insulin pump. The customer did a temp basal and the blood glucose were still high and they asleep and another blockage alarm happened and they looked at the tubing and it fixed. The insulin pump had an insulin flow blocked alarm. The customer reported that they felt weird. The customer reported that they feel okay for troubleshooting. The customer was not calling back to perform a high pressure test. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer had a backup plan available. The customer does not allege that the insulin pump was under delivering. The customer reported that the insulin did not exit at the quick release. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals¿ instructions. The insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.